Manufacturer narrative:
The investigation determined that higher than expected vitros gentamicin (gent) results were obtained from a college of american pathologists (cap) survey proficiency fluid processed using a vitros xt 7600 integrated system.the assignable cause of the event was determined to incorrect configuration of the onboard diluent. The vitros xt 7600 was configured with bsa as the diluent for gent in error. Per the gent instruction for use, saline should be used as the diluent for the vitros gent assay. The vitros fs diluent pack 2 contains gentamicin as a preservative in the 7% bsa. Do not use 7% bsa from diluent pack 2 to dilute gentamicin samples.the customer updated the gent diluent configuration on the xt 7600 analyzer to saline, repeated the cap chm-14 sample testing and obtained the expected gent result.the ortho tsc was unable to confirm how the gent diluent configuration was changed on the xt 7600 analyzer. It was noted that the gent results from the xt 7600 had an m1 flag which indicates that someone modified the gent configuration on that analyzer.(B)(4)

Event description:
A customer obtained higher than expected vitros gentamicin (gent) results from a college of american pathologists (cap) survey proficiency fluid processed using a vitros xt 7600 integrated system.cap chm-14 results of 29.82 and 38.70 ug/ml versus the peer mean 11.93 ug/mlbiased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected results were obtained from a proficiency sample. However, the investigation cannot definitively confirm that patient results were not and could not be affected if the event occurred undetected. There were no allegations of actual patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).